Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the user interface module (uim) was returned to carefusion's failure analysis laboratory as a suspect component of the reported issue. The uim was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) went blank after 5 minutes of running. The customer stated that the unit was on a patient when the issue occurred. The ventilator was removed and the patient and was manually ventilated, although the device was still cycling. The patient was placed on another ventilator but there was no reported information for if there was patient injury or harm.